Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from the manufacturing representative, regarding a female patient receiving intrathecal lioresal 2000mcg/ml via an implantable infusion pump. The indication for use of the device was for intractable spasticity. It was reported that there was questioning regarding the dose that was programmed at a replacement on (B)(6) 2015. A new 20ml pump (changing from 40ml) was placed, as it was time to replace the pump. It was reported that during the replacement surgery the existing 8709 would not backflow. The health care provider (hcp) decided to use a new 8780 catheter, but did not remove the old catheter (from the manufacture representative's recollection.) It was noted that the catheter was not trimmed. The managing health care provider (hcp) sent for a prescription for the patient to stay on the current dose of 361.6 mcg/day. After discovering that the old catheter was not patent, and a new catheter was placed, the surgeon decided to reduce the dose to around half. The dose was reduced from 330mg/day to 150mcg/day. Print reports show the pump was programmed to baclofen 2,000mcg/ml at 150.2mcg/day. Later that same evening, the patient had some reaction and went non-responsive. The patient went non-responsive in the post-anesthesia care unit (pacu) while crawling into bed. The pump was programmed to minimum rate mode (12.2mcg/day), and was to be reprogrammed after the situation resolved. It was not identified why the patient went non-responsive, the patient received narcan and was beginning to wake up when the manufacturing representative left the hospital that same evening. The clinical specialist and sales representative believe that the pump was programmed and primed correctly/appropriately after the replacement. No diagnostics were performed. The patient outcome and any further intervention remained unknown at the time of this event; if additional information is received this report will be updated.